Event description:
Related manufacturer reference number: 2017865-2024-73115. Related manufacturer reference number: 2017865-2024-73117. It was reported that the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead had pulled back due to twiddler syndrome via a review of diagnostic imaging. High pacing impedances and high thresholds were noted on the three leads. The leads were explanted and replaced. The patient was stable before, during, and post-procedure.